Manufacturer narrative:
Results - bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - the material is the epoxy resin, used to attach the cannula to the hub. The most likely root cause for the reported defect is air in the applicator of the epoxy resin causing a splatter of resin on the cannula.

Event description:
It was reported that foreign matter was found on the cannula of the bd vacutainer® multi sample blood collection needle. No injury or medical intervention reported.